Event description:
After having mentor memory gel implants put in, I developed severe brain fog, vertigo, fasciculation, internal tremors, buzzing in feet, metal taste mouth, sinus inflammation, fibromyalgia pain. Important information: I was a completely healthy athlete, marathon runner, triathlete. After implants placed I became very ill and could no longer work or carry out adl's. Since explant, I am 50 percent better with linger symptoms. I do have an allotment to test for final infections in the near future.